Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticm5_12.1, -7.0/0.5/113, implantable collamer lens in the patient's rightt eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).